Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Event description:
A lawsuit alleges plaintiff "suffered injuries, including, but not limited to, inappropriate shocks, lead replacement surgery, incurred medical expenses for care and treatment, and suffered physical and mental pain." The lead was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.